Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to apply the adc device as the sensor was stuck in the applicator. Due to this, customer was unable to monitor glucose and required treatment of two glasses of sugar water provided by his sister. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that they were unable to apply the adc device as the sensor was stuck in the applicator. Due to this, customer was unable to monitor glucose and required treatment of two glasses of sugar water provided by his sister. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. Visual inspection has been performed on the applicator and sensor , no failure modes were observed and applicator had fired correctly. Observed damaged transition features in the sensor pack. No failure modes were observed upon visual inspection of the sensor plug and the plug was seated properly. Therefore, this issue is not confirmed to use due to incorrect assembly method.